Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a routine evaluation, intermittent capture was observed on the right ventricular channel. The physician attempted to revise the lead but could not re-extend the helix of the original lead. The physician completed the procedure with a new lead and the patient was stable following.